Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014; 5554-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pace/sense lead triggered a lead integrity alert (lia) due to high rate non-sustained and sensing integrity counter (sic) episodes. A review of the electrograms shows oversensing on the rv lead. The lead was programmed off until it could be revised. The lead was capped and the existing high voltage lead that has an intact pacing and sensing was activated and used as the new pace/sense lead. No patient complications have been reported as a result of this event.